Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during attempted implant of this right atrial lead, the physician reported the helix failed to deploy as intended following a reposition effort to obtain better implant measurements. The lead was removed and replaced, in absence of adverse patient effects. Another lead of same model type was implanted without complications. The attempted implant lead was later returned for analysis.